Event description:
It was reported that the patient went through some withdrawal symptoms during his trial last week because he wasn't taking his pain medications. The patient was also shocked several times, which the patient stated was due to the leads not in the position where they would be for permanent implant. Additional information was requested; if received, a follow up report will be sent.

Event description:
Additional information received reported that the shocking, which was described as small zaps that only happened with certain movements, resolved after the trial. The hcp told the patient it was because the lead was not sutured into place during the trial and that the lead could move slightly in the space. It was noted that the patienthad decent pain coverage during the trial and did go onto implant on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported when the patient would move positions, they would either get " a surge or get no effect whatsoever."